Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was first inflated at 4 atmospheres. However, on the second inflation at 6 atmospheres for 10 seconds the balloon at the proximal side ruptured in a vertical form. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported.